Event description:
0.2-micron filter extension tubing leaking at y-site. Infant has a PICC line with tpn infusing through the line at the time of the event. Product - baxter clearlink 2h8671, 0.2-micron filter extension set. No lot number available, fluids had been hung night before. Filter saved and will be given to apsm. [Redacted date] - sample retrieved. [Redacted date] - emailed baxter to request an RMA/mailer. [Redacted date] - sample shipped ups; baxter (B)(4). Manufacturer response for IV tubing, clearlink 0.2-micron filter extension set IV tubing (per site reporter) [redacted date] - emailed baxter to request an RMA/mailer. [Redacted date] - sample shipped ups; baxter (B)(4).